Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Additional information received that the physician had difficulty removing this lv lead. The product was surgically abandoned and no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.